Event description:
It was reported to philips that the system wireless foot switch (wfs) was not responding. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using wired footswitch. It was reported to philips that the wireless foot switch as not responding with the status of a full battery but not connected to the base. However, the philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The wireless footswitch and base station operated effectively. The system was returned to use in good working order. The codes were updated based on the investigation outcome.